Manufacturer narrative:
Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has a exeter stem with a tritanium shell in situ. Yesterday evening he felt something snapping. He went to the hospital and after examination the found the exeter stem was broken. He now needs a revision for that.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed through a review of the medical records by a clinician. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided operative reports, revision pathology reports and x-ray printouts by a clinical consultant indicated: in this large, active young male patient with a well-fixed cemented stem, the neck fracture likely occurred in fatigue proximal to the well-fixed stem and initiated laterally. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the event was confirmed through a clinical review, however, the root cause could not be determined. Further information such as device details and return of device are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient has a exeter stem with a tritanium shell in situ. Yesterday evening he felt something snapping. He went to the hospital and after examination the found the exeter stem was broken. He now needs a revision for that.